Event description:
A pt with dislocated hip had a cup revision with constrained liner. The surgeon implanted the cup, fixation screw, and constrained liner in normal procedure. But in reduction, the head didn't get into the liner, though the locking ring was not placed. The surgeon had to remove all the components implanted in the acetabular and replaced with a bigger 54mm cup and liner instead. The head size remained same. Thirty minute delay in surgery.